Event description:
During ablation, impedance rise was observed on stockert generator. Ablation stopped after 300 seconds of ablation due to reaching "high impedance" cut-off. Catheter was removed and charring on the tip was noticed on the tip which was cleaned gently with sterile gauze pad dampened with sterile nacl solution. Before reinsertion, the flow rate of the coolflow pump was increased and a syringe filled with sterile nacl solution attached to the sidearm was used to verify flow from each the of 6 irrigation holes. The catheter and tubing was flushed to ensure purging of trapped air bubbles. After this the catheter was introduced into the patient once more and the problem was solved. The ablation settings were: 50w, 48c cut-off in power control mode. The setting of coolflow pump was: 30ml. The char size was greater than 1mm3.

Manufacturer narrative:
(B)(4).